Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, it was reported by a sales representative via email that a patient underwent a total shoulder procedure on (B)(6) 2025, during which an ar-9501-08s univers revers apex humeral stem size 8, ar-9502f-36cpc arthrex univers revers suture cup, 36 (neutral), ar-9503s-03 arthrex univers revers humeral insert small / 36 / +3, ar-9561-30s univers revers modular glenoid system, central screw, modular 30 mm, (qty. 2) of an ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, ar-9563-24 univers revers modular glenoid system, peripheral screw, locking 5.5 x 24 mm, ar-9564-2436 arthrex univers revers modular glenoid system glenosphere 36/24, ar-9560-24 arthrex univers revers modular glenoid system modulas baseplate 24 mm, ar-9565 univers revers modular glenoid system, glenosphere screw were implanted. Postoperatively, the patient has developed an infection. No further information was provided. Additional information was received on 03/31/2025: the patient underwent a reverse total shoulder procedure on (B)(6) 2025. The description of the severity and depth of the infection is unknown, and when and how the infection was treated. A poly swap procedure was performed a month later on the patient due to the infection. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to a patient-specific event.